Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of an output anomaly was confirmed. The output stage q1-4 were found to be damaged. This is believed to be due to a short from the lead to the can caused by a lead anomaly.

Event description:
It was reported that the pt presented in the ER. The device exhibited reset, delayed charge time, and noise. The device was explanted and the lead was capped.